Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (anatomy related; highly angulated and extremely short neck), unapproved use of device (angulated neck). Evaluation, conclusion: user error contributed to event (angulated neck), device failure/lack of effectiveness related to patient condition (anatomy related; highly angulated and extremely short neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck has an 80 degree angulation, it was 1 mm in length with a diameter of 20 - 21 mm. The physician knew this case was outside the IFU, but wanted to perform the procedure anyway. It was reported that there was a proximal type 1 endoleak after the stent graft was implanted. The decision was made to not perform any further intervention. The patient is still currently in the hospital but is doing fine. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4) inherent risk of procedure (surgical conversion).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's proximal neck at implant was reported as 1 mm in length, 20 - 21 mm in diameter, and angulated to 80 degrees; outside the indicated neck length and angulation. The physician believes that the endoleak was related to the patient's anatomy of a short aortic neck and severe aortic neck angulation. From the examination of the returned devices the likely cause of the proximal type I endoleak appears to be due to the very short and highly angulated proximal neck. The device was returned transected in multiple sections, and the suprarenal stents including a section of the proximal aortic body at spring 1 were not returned. However, no device issues were observed with the returned section of the bifurcate aortic body. A 0.7 mm length fabric tear was seen on the distal end of the ipsilateral limb (at spring 13), which likely occurred during excision of the stent graft. No other stent graft integrity issues were observed.

Event description:
Additional information received: it was reported that the stent graft was explanted. The physician implanted two aortic cuffs from another manufacturer at the time of initial implant. However, the endoleak still was not resolved. The type I endoleak never resolved and approximately two weeks post stent graft implant the physician elected to surgical convert the patient to an open repair. The stent grafts, were sent back for evaluation. The physician believes that the removal of the devices was related to the patient's anatomy of short aortic neck and severe aortic neck angulation. Medtronic has received the device and its analysis is pending.